Event description:
It was reported by the patient that they have been hospitalized four times since the beginning of the year for pain and swelling since implant. The patient reported the physician stated it may be due to an infection. Attempts to obtain additional follow up were unsuccessful. The device remains implanted and in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.